Event description:
It was reported that the pump battery was unresponsive. Blood glucose level remained below 500 mg/dl, indicating no adverse impact. Technical support guided the caller through troubleshooting steps but was unable to resolve the issue, leading to the decision to replace the pump. The customer used multiple daily injections (mdi) as backup therapy and was instructed on returning the malfunctioning pump and the procedures for receiving and setting up the replacement pump.